Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the patient experienced diabetic ketoacidosis. The patient reported that they were hospitalized several weeks ago from (B)(6) 2017. There was no alleged malfunction of the device. At the time of contact, it was indicated that the patient had the dexcom system but had not yet started using it. No additional event or patient information is available.